Event description:
As reported, approximately 3.5 years post op the initial left tka, this male patient was revised due to pain. Patient had a loose femur and recalled poly. No breakage of device or surgical delay. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. X-ray & photo are attached. Product is not returning, due to recall hospital will not release implants.

Manufacturer narrative:
(D10) concomitant device(s): (B)(6) 02-022-35-5011 - truliant tib imp ps insert sz 5 11mm. (B)(6) 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 521-78-36 - threaded pin size 5.1 collarless 2pk. The revision reported was likely the result of polyethylene wear, femoral loosening, and pain as stated in the operative notes and experience report. However, the photographed tibial insert does not appear to show signs of wear that are inconsistent with implantation. The aseptic (non-infected) femoral loosening may have been the result of an insufficient bond between the femoral component and/or patient-related conditions & nbsp; a contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.